Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered recurrence of stress urinary incontinence, urinary tract infections, vaginal pain, discomfort, and painful sexual intercourse. No further information has been provided.